Manufacturer narrative:
Upon visual inspection, fractured abutment portion remained within implant. The top portion of the fractured screw was not returned. The complaint was confirmed. The lot number of the unknown abutment was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that unknown abutment screw fractured. Fragment of the abutment screw was not retrievable. Implant was removed.